Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 414 mg/dl, which was treated with insulin pump. Customer's current blood glucose level was 123 mg/dl. Trouble shooting was declined. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.